Event description:
On august 5, 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a week prior to contacting lfs. The patient manages his diabetes with oral medications (type/ amount not specified). The patient continued to take his usual dose of medications. A couple hours after the start of the alleged issue, the patient claims he felt a symptom of sweaty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.